Event description:
An error occurred during the pump update procedure. Telemetry showed a pump memory alarm occurring. There was no therapy or medical problem with the pt related to the event. The pump was reprogrammed and re-updated. All programming was confirmed to be correct.

Manufacturer narrative:
(B) (4)